Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 22ga x 1.0in catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: there is evidence of rupture in the tip of the catheter.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos are available for analysis. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. CAPA 1302123 was opened to investigate. .

Event description:
It was reported that insyte 22ga x 1.0in catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: there is evidence of rupture in the tip of the catheter.